Manufacturer narrative:
The drill attachment was contained by the manufacturer, and the complaint was confirmed. Based on the results of the quality investigation, the nose bearings were contaminated with corrosion and foreign debris. Contamination within bearings can cause friction, resulting in heat being generated. The drill attachment could not be repaired, and was discarded.

Event description:
It was reported that during testing conducted at the manufacturer, the drill attachment heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.